Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the physician was not able to fix the lead because the tip didn't extend. The lead was removed and exchanged for a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant. Analyst commented, helix is bent, operates within specification.